Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, white particles and curved opening. A leak test was perform and was found one opening. A microscopic analysis identified: a curved sharp opening on radius side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and partial delamination of diaphragm flange disk assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved sharp opening assessed as unidentified(tear) opening. Delamination of diaphragm flange disk assessed as adhesive failure. The reason for reoperation was deflation.

Event description:
Patient reported right side deflation. Device has been explanted.